Event description:
It was reported the patient¿s first pump was ¿defective¿. It was reported ¿the hose came loose at the pump. They did a second pump¿. The type of medication being delivered via the device system at the time of the event was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j10956r28, implanted: (B)(6) 2001. Product type: catheter: product ID 8709, lot# j10956r28, implanted: (B)(6) 2001. Product type: catheter. (B)(4).